Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 135, doctor's poc: 2.0. Date: (B)(6) 2012, inratio: 1.0, doctor's poc: 2.0. Time between testing: a few minutes. Sample for inratio taken from same fingerstick after re-wiping wound with alcohol and milking heavily. Time between testing: minutes. Took longer than 30 seconds to collect sample and there was much milking. Therapeutic range: 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.5, reference: 2.0, mean: 1.75, confidence limits: 1.2 - 2.3, result: pass. Date: (B)(6) 2012, inratio: 1.0, reference: 2.0, mean: 1.5, confidence limits: 1.1 - 1.9, result: fail. Reported results from (B)(6) 2012, are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported milking finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported sample was applied to the strip > 20 seconds following fingerstick. This delay in the application may have prematurely initiated clotting and adversely effected sample migration, flow and saturation. Either of these issues may be root cause. In-house therapeutic donor testing has been performed on reported lot 279122. Results are as follows: donor (B)(6): inratio: 2.8, inratio: 2.7, inratio: 2.8, ref: 2.56, bias threshold: 1.56 - 3.56, %cv: 2.09. Donor (B)(6): inratio: 2.3, inratio: 2.3, inratio: 2.3, ref: 2.23, bias threshold: 1.23 - 3.23, % cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that one out of two test results did not meet accuracy criteria. Customer's improper operational technique cannot be ruled out as a cause for unexpected inr results. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant results complaints were reported for lot 279122 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.